Manufacturer narrative:
The distal segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that the proximal conductor was kinked at 17.5cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in the outflow tract, but when it dropped down it became stuck on the tricuspid subvalvular structure. The lead was removed and replaced. No patient complications have been reported as a result of this event.